Manufacturer narrative:
Visual inspection of the returned device found that the device had indeed fractured cleanly into three fragments and all pieces were returned. The posterior portion of the lateral condyle is fractured off as well as the entirety of the medial condyle. The device was manufactured on october 21, 2013 and has had a field life of approximately two and half years and was used an unknown number of times. The device is used for treatment. A product history search was conducted for this part and lot number combination and found no additional complaints. The event did not occur in any surgery; it was reported the product fractured due to a cart containing medical instruments falling over. Other surgical trays fell on top of the reported device; transit damage is considered the root cause of the reported event.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during transport.